Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209238691, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the percutaneous extension was defective. It was noted that the extension was broken or fractured and disconnected but the quadripolar lead was working properly. During the procedure, the setscrew connection on the extension for pole three rotated if you wanted to tighten the screw. This was noted to be the cause of the issue. It was stated that the extension was replaced with another percutaneous extension. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Final device analysis of the percutaneous extension revealed the following: the #0 connector was twisted in the molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.